Event description:
Additional information received indicates both the leads had high impedances. Reportedly, patient had a massage in the area of her leads. Surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced with new leads addressing the issue. Therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16721. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedance on the right lead. X-rays revealed lead fracture. As such, surgical intervention may take place at a later date to address the issue.